Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The patient had gained weight and was having trouble locating the ipg. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.